Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that there was a problem with the speaker and there was no audible tone. Additional information was provided by the philips customer modality representative confirming that audio was not functional. The device was not in use on a patient at the time of the reported issue.